Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalaog #: unknown but refered to as a celect filter g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progess.

Event description:
Description of event according to initial reporter: patient was placed in the supine position and the bifemoral regions were prepped. Under sonographic visualization access was achieved. Subtraction imaging was performed in order to evaluate the anatomy. Under fluoroscopy, the cook celect was deployed at a level below the renal veins. A magnified hand run demonstrates suboptimal positioning with a single leg identified overlying a lumbar vein. Subsequently, the right side of the neck was prepped (right internal jugular vein). A gooseneck snare catheter was used to grab the hook of the filter which physician had hoped to reposition. Unfortunately this was not possible, and the indwelling filter was removed in its entirety with removal of the foreign body. A new jugular cook celect filter was deployed below the level of the renal veins, and the patient tolerated this procedure well with no immediate complications. Because of the single tine overlying a lumbar vein, with fear of penetration, the initial femoral filter was removed via the ij approach with placement of a new ivc filter patient outcome: "the patient tolerated this procedure well with no immediate complications."

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). Name and address for importer site: cook medical incorporated (cmi) (B)(4). Registration no.: (B)(4). Ec method code: 4119 - insufficient information available. 4114 - device not returned. Summary of investigational findings: no product was returned and no imaging was provided. Therefore, it would be inappropriate to speculate at what may or may not have caused the unfavorable positioning of the filter, but it may have been due to an unintended error during navigation of the introducer system and/or release of the filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.